Manufacturer narrative:
This report has been identified as event three of b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: event 3: part of the sheath remained in baby when the catheter was removed.